Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that the pump alarmed 20 minutes of battery left and then alarmed 10 mins left shortly after. The balloon pump then shut down and would not restart. As a result, the staff swapped over to another machine. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of balloon pump shut down is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the serial number/lot number with one relevant finding. A full sort was performed on the lot and all nonconforming devices were scrapped. All released product passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the pump alarmed 20 minutes of battery left and then alarmed 10 mins left shortly after. The balloon pump then shut down and would not restart. As a result, the staff swapped over to another machine. There was no report of patient complications, serious injury, or death.